Event description:
A retroactive review of pt flag files in the lifevest network identified a monitor reset following a treatment on (B)(6) 2012. The pt's nurse reported that they found the pt on the floor covered with blue gel. The pt reported that he heard the alarms but was not able to press the response buttons. The nurse confirmed that the pt had trouble pressing the buttons due to problems with his hands. The treatment was delivered at approximately 6:46:44. The ECG recording shows that prior to the treatment the signal was motion artifact. Motion artifact contributed to the false detection. The monitor reset following the treatment. Per review of the pt flags, the response buttons were pressed intermittently but not immediately prior to the treatment event. The pt remained at the hospital following the treatment and continued use of the lifevest.

Manufacturer narrative:
There was no death associated with the inappropriate defibrillation. The pt continued use of the lifevest. Device evaluation summary: device evaluation of monitor sn (B)(4) was completed. The monitor was returned as routine maintenance and found to be fully functional. The monitor was used by 3 additional patients with no reported issues in the field or during testing at zoll between pts. On (B)(6) 2013 the monitor was returned for routine maintenance and reset during the pulse test. This failure was reported on MDR 3008642652-2013-00302. Four defective transistors were repaired and the monitor passed all subsequent functional testing. The monitor was used by 4 additional patients with no reported issues in the field or during testing at zoll between pts. On (B)(6) 2014 the monitor was returned for an unrelated issue. After servicing, the monitor reset during a pulse test. The defibrillator board sn (B)(4) was replaced at that time. An investigation into monitors exhibiting the same issue found that the root cause for the reset is noise from the defibrillator pca high-voltage capacitors propagating on the main battery wire on the monitor c/a board. A real-time review request for a design change to address this issue was submitted to FDA on 01/20/2015. No adverse event resulted from the pulse reset. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.